Event description:
On an unknown date, the patient was implanted with a medtronic brand stent graft as part of a previous abdominal aortic endovascular aortic repair. On (B)(6) 2014, the patient was being implanted with a gore® excluder® aaa endoprosthesis to treat a proximal type I endoleak. It was reported the device was successfully deployed. Intraoperative images reportedly showed upon withdraw of the catheter the leading olive detached and remained in the sheath. There was reportedly no resistance advancing or withdrawing the aortic extender component. It was reported the physician stated the cause of the olive detaching is unknown. The olive was withdrawn with the sheath. Finally imaging identified the endoleak was excluded and the patient tolerated the procedure.

Manufacturer narrative:
The patient's medications include: atorvastatin, metoprolol, dutasteride, and calcium. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
Evaluation summary - the delivery catheter was received by gore and an engineering evaluation was performed. This evaluation of the delivery catheter showed that the guidewire used for the event was not returned, and was therefore unavailable for engineering evaluation. However, the returned 18fr gdss introducer sheath showed that it was separated at the location proximal to the valve. The returned sheath also showed it was also longitudinally separated. The returned delivery catheter for the product ((B)(4)) exhibited polyimide guidewire lumen detachment at the leading end of the trailing olive junction. It appeared that the detachment was due to tensile failure due to lack of bond at the trailing olive junction. The detached polyimide guidewire lumen was not returned, and was therefore unavailable for engineering evaluation. The review of the DHR verified that the lot met the pre-released specification and the acceptance criteria. Based on the available information and evaluation of the returned portion of the product, the root cause for the polyimide detachment could not be determined at this time. The results of this investigation did not warrant a CAPA. This type of occurrence will continue to be trended and appropriate actions will be taken as they are deemed necessary. Unable to confirm complaint with the provided information.